Manufacturer narrative:
Button error alarm and no esc button response due to corroded keypad traces. Unable to perform functional check including rewind and basic occlusion, occlusion, prime/delivery, the excessive no delivery, displacement, self test, unexpected restart test and all operating current test due to no esc button response. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer reported that she had the device in her bra while working in the yard. Blood glucose level at the time of the incident was 50 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.